Event description:
A malfunction was reported by the customer regarding the pump. The customer did not report any adverse impact to their blood glucose level. The customer attempted to reset the pump, but the same malfunction persisted. There was no available backup therapy, so the customer planned to contact their healthcare provider.